Event description:
It was reported that this lead exhibited increase in threshold values along with change in impedances and sensing around two months after implant. The lead was repositioned three months ago. Subsequently, this lead was now explanted and successfully replaced due to drop in sensing values and low impedances, measuring at 300 ohms. No additional patient adverse effects were reported. The lead is expected to be returned for analysis.